Event description:
In 2008, caller states that their inratio results and the lab's correlation results did not match. In 2008, called had correlation, calibration, and acceptable variance range issues.

Manufacturer narrative:
In 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. As of 2009, the meter is not expected to be returned. No further investigation required.